Event description:
The customer reported to olympus, the inside part of the tube was scratched on the evis lucera elite colonovideoscope. During the inspection of the returned device, it was reported that there was a possibility of positive bacteria due to insufficient reprocessing. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a cracked, damaged tube. The user provided cleaning disinfection and sterilization (cds) practices of the subject device where bed side cleaning is performed. Water tank cleaning is performed with an unknown solution. The device was leak tested and passed and there is no automatic endoscopic reprocessor (aer) used. Manual disinfection is performed where water is flushed in each tube, the appropriate adapter is used and the external surface and tip are cleaned with lierkangduo enzyme solution detergent and gauze. Alcohol spray is not used. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information received from the user (please see b5) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user where the event occurred following a diagnostic enteroscopy procedure. There was no delay reported. Everything was normal and the procedure was completed with the same device.